Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. Silicone was noted inside the atrial set screw hex cavity that prevented full insertion of the torque driver.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted implant, atrial set screw would not tighten at first attempt but after removing and retightening the atrial set screw, the atrial lead appeared to be secured. The rv lead was then attempted with the same issue however, it failed a tug test and lead was not secured. Physician chose to implant a new device without any issues.